Manufacturer narrative:
Image review: five media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient appeared to have a possible bicuspid aortic valve with an annulus perimeter that measured 91.2mm with a perimeter derived diameter of 29mm suggesting a 34mm valve. As stated in the instructions for use (IFU), adequate pre-dilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Pre-dilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. In this case, it is unknown if a pre-dilatation was performed prior to the valve implantation. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed revealing a depth of 0-1mm on the non-coronary cusp in the cusp overlap view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. There is evidence that the valve was recaptured and during the subsequent deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. The infolded valve was removed from the patient and a new valve was loaded and confirmed a good load. The new valve was deployed just prior to the point of no recapture and appeared to be adequately expanded with no signs of infolding. Images of the fully released valve were not made available. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: e1 - phone number corrected from blank, updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012773231); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed and recaptured. Subsequently, on placement of the valve an infold to the fourth node was observed. The valve was recaptured and withdrawn from the patient. A new valve was implanted in the patient. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that during the valve implant, no misload was identified during loading. As the valve was recaptured due to being well above the annulus, the infold was observed. A procedural delay resulted from loading another valve. Per the physician, the patient's bicuspid valve, calcification and annular angulation contributed to the valve infold.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.